Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left, sz 4 (cat# 02-010-03-0240 / serial#(B)(4). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4). Lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal brief, patient's initial total knee arthroplasty was performed on (B)(6) 2018. Patient's underwent revision total knee arthroplasty on (B)(6) 2022 due to premature failure of his exactech optetrak total knee device.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by legal brief, patient's initial total knee arthroplasty was performed on (B)(6), 2018. Patient underwent revision total knee arthroplasty on (B)(6) 2022, due to premature failure of his exactech optetrak total knee device. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that approximately 41 months after a right total knee replacement the patient underwent a revision procedure to address prosthesis wear. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.